Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 20.1 mmol/l at the time of the incident. During troubleshooting, the customer stated that the insulin was not stored at room temperature. The customer stated that the air bubbles were cleared. The customer stated that the insulin pump alarmed no delivery during fill cannula. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated two sealed reservoirs. Perform visual inspection and found transfer guard needle not centered. Transfer guard needles not parallel to transfer guard body axis. Also, inspected reservoirs and there were no air bubbles.